Event description:
It was stated the patient reported bladder spasms and wanted to know if they should increase or adjust stimulation. It was later reported the patient had interstitial cystitis really bad. It was stated the patient had their device in on their left side for 5 years and it worked awesome for the first 3 years then it started to go downhill. The patient stated they were getting so much bladder spasms and pain and the patient¿s doctor had to ¿keep stretching bladder.¿ it was noted the patient¿s doctor decided in (B)(6) to take the implantable neurostimulator (ins) out and put it on the other side and rerun all the lead wires on the other side to make the stimulation more on their bike seat instead of their butt check. It was stated the patient had their device replaced. It was stated at the time of report the patient was on program 2 at 0.7 volts and they could feel the stimulation in their bike seat.

Manufacturer narrative:
Product ID: 3889-28, lot# j0546730v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).